Event description:
It was reported via stelobot that a skin reaction was occurred at the puncture site. The site was cleansed with alcohol prior to insertion. The customer indicated, ¿it stopped working after 5 days, I removed it and my arm was infected and swollen. Just finished a 10 day course of antibiotics." The consumer¿s current condition at the time of the report on 07/04/2026 was not disclosed. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).